Event description:
Account experiencing discrepant troponin t results for approx 50 to 60 samples starting in early 2008. Only the following seventeen pt samples were provided, which occurred on the next day. Repeat testing performed on the following day. Pt 1, initial gave 0.055 ng/ml; repeat gave < 0.010 ng/ml. Pt 2, initial gave 0.105 ng/ml; repeat gave 0.051 ng/ml. Pt 3, initial gave 0.068 ng/ml; repeat gave 0.015 ng/ml. Pt 4, initial gave 0.043 ng/ml; repeat gave < 0.010 ng/ml. Pt 5, initial gave 0.039 ng/ml; repeat gave < 0.010 ng/ml. Pt 6, initial gave 0.053 ng/ml; repeat gave < 0.010 ng/ml. Pt 7, initial gave 0.037 ng/ml; repeat gave < 0.010 ng/ml. Pt 8, initial gave 0.051 ng/ml; repeat gave < 0.010 ng/ml. Pt 9, initial gave 0.049 ng/ml; repeat gave < 0.010 ng/ml. Pt 10, initial gave 0.045 ng/ml; repeat gave < 0.010 ng/ml. Pt 11, initial gave 0.046 ng/ml; repeat gave < 0.010 ng/ml. Pt 12, initial gave 0.04 ng/ml; repeat gave < 0.010 ng/ml. Pt 13, initial gave 0.041 ng/ml; repeat gave < 0.010 ng/ml. Pt 14, initial gave 0.04 ng/ml; repeat gave < 0.010 ng/ml. Pt 15, initial gave 0.045 ng/ml; repeat gave < 0.010 ng/ml. Pt 16, initial gave 0.04 ng/ml; repeat gave < 0.010 ng/ml. Pt 17, initial gave 0.054 ng/ml; repeat gave < 0.010 ng/ml. No adverse events reported in association with the incorrect results. The field service representative determined the cause to be due to the reagent pack. Customer replaced reagent pack. Performance tests were performed.